Event description:
The customer called with a complaint that some of the segments are not appearing on the display screen. During the trouble shooting process it was learned that there are missing segments from the hundreds position. A request was made to return the meter for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.